Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the meter remote was emitting multiple ¿error 1¿ messages randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the meter download showed that an ¿error 1 sub code 17: initializing rf failed¿ was recorded. During testing the meter powered up normally and was successfully paired with a test pump. No errors occurred during investigation. The complaint of the meter emitting ¿error 1¿ messages was observed in the meter download but was not able to be duplicated during investigation.